Manufacturer narrative:
H.6. Investigation: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 8344553. Customer states that the thumb press was missing. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. H3 other text : see h.10

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: when removing the shield, thumb press was missing.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 8344553. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: when removing the shield, thumb press was missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found damaged before use. The following has been provided by the initial reporter: when removing the shield, thumb press was missing.